Event description:
The customer reported excessive instrument flags - false platelet clumps/giant platelets, h+h check fails, diff r, and cellular interference involving the coulter lh 500 hematology analyzer. The customer bleached the apertures and I-flow cell and cleaned the blood sampling valve (bsv) but did not resolve the issue. Patient results were not affected. There was no patient consequence associated with this event. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the actuator on pinch valve pv1, for the lyse pump, had malfunctioned. The fse replaced the actuator and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the actuator, for pinch valve pv1, is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).